Event description:
A falsely elevated troponin I result was obtained on patient sample. The result was reported to the physician. The sample was repeated and a negative result was obtained. Treatment was no prescribed or altered as a result of the incident. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. The fse performed maintenance on the module and the r2 reagent probe system. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was chrome handling by the wash pump cassette. The instrument is performing within specifications. No further elevation of the device is required.